Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient was presented to the clinic with damaged system controller power cables. The damage was noted to be beyond superficial outer layer. Log files showed no disruption to the voltage or alarms related to the damage. The damage was repaired with repair tape. A system controller exchange was set to take place the next time the patient went to the clinic.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of damage on the power cables was confirmed via evaluation of the returned heartmate 3 system controller (serial number: (B)(6). Visual inspection of the returned controller revealed tears along the black power cable jacket and along the white power cable jacket. Broken strain reliefs were also observed on the connector of the black power cable and white power cable. The controller was then tested in a mock circulatory loop and no issues or atypical alarms were observed, including when manipulating the damaged power cables. The integrity of the underlying wires was also tested and no issues were observed. The cable jacket on both power cables was then removed and the protective layer and shielding of the cables were also observed to be damaged. The remaining layers were then removed for further inspection and no issues were observed on the underlying wires of the controller power cables. The damage on the power cables did not affect the functionality of the controller during testing. The root cause of the reported event could not be conclusively determined through this analysis. Incidental findings: fluid ingress coating the protective layers and shielding of the white power cable and black power cable. The device history records were reviewed and the records revealed that the heartmate 3 system controller, serial number hsc-086442, was manufactured in accordance with manufacturing and qa specifications. The heartmate 3 system controller was shipped to the customer on 26feb2020. Heartmate 3 patient handbook section 6, entitled "caring for the equipment", describes the importance of protecting the system controller power cables and the driveline from kinks, sharp bends, and repeated bending. Heartmate 3 patient handbook section 10, entitled ¿safety checklists¿, provides checklists to assist the patient in performing routine maintenance of heartmate 3 lvad, including inspecting the system controller, system controller power cables and the driveline for damage. This section also informs the user to replace any equipment or system component that appears damaged or worn. Heartmate 3 instructions for use section 7, entitled ¿alarms and troubleshooting¿, and heartmate 3 patient handbook section 5, entitled ¿alarms and troubleshooting¿, cover all alarms (visual and audible), including the no external power and low voltage advisory/hazard, and the actions to take if the issue does not resolve. Heartmate 3 patient handbook section 4, entitled ¿living with the heartmate 3¿, explains that the system controller must be kept dry at all times and to never swim or take baths. Users are instructed not to shower without a doctor¿s approval, and to never shower with the shower bag. This section also states ¿although the external components of the heartmate 3 left ventricular assist system are moisture-resistant, they are not waterproof. Take care to protect system components from water or moisture, whether indoors showering or outdoors in a heavy rain. If the components have contact with water or moisture, you may receive an electrical shock or the pump may stop¿. The heartmate 3 patient handbook cautions the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
A system controller exchange took place on (B)(6) 2022.